Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent an initial left total knee arthroplasty on (B)(6) 2015. During the procedure, two pins contacted each other resulting with one of the pin fracturing off into the patient. The fractured piece was retained by the patient. No further information has been provided.